Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The dexcom g4 mobile platinum glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Skin reaction was described as red, itchy and achy. Reaction was located on the upper buttocks, at the sensor insertion site. Affected area was treated with healing bond and antihistamine cream which was prescribed by the patient's doctor on (B)(6) 2016 for a previous reaction. Additional event or patient information was not provided. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.